Event description:
It was reported that there was a catheter revision ¿due to catheter on left side presented infection, did revision on the right side¿ on 2012-(B)(6) additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type; catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).